Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable needed to be inserted and held in the pump usb port at a certain angle in order to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. There was no reported adverse impact to customer's blood glucose level.